Event description:
This rv lead was implanted on (B)(6) 2007 and is still in active implant. A call to technical services was made on (B)(6) 2014 stating that this rv lead was experiencing high pacing impedance. The representative stated that the patient has not had a device check since (B)(6) 2013 and at that time the impedance was approximately 1200 ohms. Patient presented to ER recently with chest pain and noted to have out of range pacing impedance. Threshold had increased also from 1 .3v@ 0.5ms at last check in 2013 to 2.3v. Sensing was still good at 25mv rwaves. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). Additional information stated that this lead was explanted on 05/21/2014 due to high pace greater than 2000 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).